Event description:
It was reported that the patient underwent a revision procedure 8 days post implantation due to a fall that resulted in a hip dislocation. On the post-dislocation x-rays, the polyethylene insert seems correctly fitted to the head. The post-reduction x-ray also shows that the insert is no longer coupled to the head, only the head is in the cup and the insert is in the soft tissues on the posterosuperior part of the hip which will be confirmed during the recovery. In addition, it appears that the head is not centered. There is a shape of a sphere that makes the surgeon think that it is disassociated from the cup but as the head and cup is in place. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d10 (B)(4) item name g7 osseoti 4 hole shell 66mm I lot # 6627167.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the explanted bearing with some bio-debris on the outer spherical surface. No further evaluation can be made. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: images the right hip demonstrate a right total hip arthroplasty with dislocation and then normal position post reduction status post recent right hip surgery. It was identified that zimmer biomet devices were implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if these off-label usages may have caused or contributed to the reported events. A definitive root cause cannot be identified. This complaint was confirmed based on the provided mmi review. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure 9 days post implantation due to a fall from the toilet that resulted in a hip dislocation. On the post-dislocation x-rays, the polyethylene insert seems correctly fitted to the head. The post-reduction x-ray also shows that the insert is no longer coupled to the head, only the head is in the cup and the insert is in the soft tissues on the posterosuperior part of the hip which will be confirmed during the recovery. In addition, it appears that the head is not centered. There is a shape of a sphere that makes the surgeon think that it is disassociated from the cup but as the head and cup is in place. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign: switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.